Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a blank display and physical damage. The blood glucose at the time of the incident was 9.3 mmol/l. The customer stated that the insulin pump constantly prompted to inset a new battery. There were wear and tear around the cap and pump casing. The customer stated that the insulin pump shut off without any warning. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected off no power alarm or low battery alarm noted. The insulin pump received with broken battery cap, minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.